Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. It was reported that the motion calibration prompt appeared as the imaging system was shut down prior to the motion component reaching ready status. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that logs from the imaging system were gathered for evaluation by medtronic personnel. The imaging system then passed the system checkout and was found to be fully functional. The suspect logs have not been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system entered standalone mode without prompt from the user. The representative reported that the issue occurred immediately after initialization. Invalidating home and re-homing the imaging system allowed image acquisitions to be performed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.